Event description:
It was reported patient had high impedances, preventing patient from entering MRI mode. Surgical intervention was undertaken wherein the system was explanted and replaced which resolved the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.